Event description:
It was reported to philips that the device has displayed the diagnostic error code 001 (defib failure). There was no reported patient or user involvement and no adverse patient/user impact.